Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead dislodged during an unrelated procedure. The ra lead was then explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to provide updated product investigation.

Manufacturer narrative:
It was noted that the location of the lead could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. H3 other text : location unknown.